Event description:
It was reported that the implantable pulse generator (ipg) was unable to sense. The device was disconnected and reconnected several times to the new lead to no avail. The device was explanted and replaced. The sensing issues were resolved with the replacement ipg. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis indicated no anomalies were found. Analysis of the device memory was performed and no anomalies were found.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).